Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range.

Event description:
It was reported that an alert was triggered due to high left ventricular (lv) lead impedance. Interrogation showed the impedance was high in the lv 3 vector while all other vectors were in the normal range. The lv lead vector was reprogrammed and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.